Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. The device was received with cracked reservoir tube lip.

Event description:
The customer reported multiple no delivery alarms. The blood glucose reading was 168 mg/dl. The alert occurred during a manual prime. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).